Event description:
During review of the patient¿s programming history on (B)(6) 2013 it was found that high impedance had been observed. Information available to date indicates that the high lead impedance date cannot be verified due to incorrect diagnostic dates associated with various interrogations/programming events recorded in the programming history. Further information has been requested from the physician but no additional information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.